Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, lens was damage by company handpiece injector. Haptic was broken or torn or missing. Scratch or mark on optic or blemish or indentation or scuff mark or score mark on optic was observed. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. A sample was not received at the manufacturing site for evaluation for the report that the lens was damaged by the handpiece injector; however, the attached customer photos confirm the reported issue of damaged lens. Unknown lot number: the reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The photo evaluation confirms reported issue of damaged lens; however, because an injector sample was not received at the manufacturing site, the root cause for the customer complaint issue cannot be determined. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. The IFU states that the handpiece must be inspected prior to each use to confirm it is free of damage. It further emphasizes that if the handpiece particularly the plunger tip appears damaged, bent, or otherwise unfit for proper use, it must not be used. In such cases, users are instructed to contact the company immediately. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.